Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. The returned sample was received in decontaminated conditions without its original packaging and inside a plastic bag. Visual inspection of the device was able to confirm that a hole was detected in the bag. Sample received could not be tested using a leak tester due the sample received being in used condition with remains of medication inside of the ay bag, which could damage the equipment. The reported event was confirmed and replicated, however the root cause was unable to be determined. A DHR review could not be performed as the lot number of the device was not provided.

Event description:
It was reported that during the use of the product, leakage of medical fluid from the product was observed. There was no patient injury reported.